Event description:
The child was reported to be wrestling with his brother when he experienced pain and swelling at this side. The child required a revision procedure to remove bent stabilizer plate. One stabilizer plate and the pectus bar remain implanted.